Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed loss of cardiac pacing on both atrial and ventricular channels on a pacemaker. The physician elected to explant and replace the pacemaker. The patient was recovering after the procedure.

Manufacturer narrative:
The reported event of inability to pace was confirmed. The reported event of device found in backup was not confirmed. As received, the device had normal telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
Correction: b5 and missing h6 code for backup operation.

Event description:
Related manufacturer reference number: 2017865-2022-05240. It was reported that the patient presented in clinic for follow up. Device interrogation revealed backup operation and loss of cardiac pacing on both atrial and ventricular channels on a pacemaker. The physician elected to explant and replace the pacemaker. The patient was recovering after the procedure.

Event description:
Related manufacturer reference number: 2017865-2022-05240. New information received notes noise oversensing loss of output due to lead insulation break on the right ventricular (rv) lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient was recovering after the procedure.